Event description:
Upon accessing patients central line to connect chemotherapy infusion tubing, rn removed blue cleaning cap. When the cleaning cap was removed the rn was able to flush with normal saline syringe. Once the spiros connected to chemo tubing was attached to tego cap, rn noticed the tego cap's connection point was cracked. Pharmacy was able to save chemo bag and fix the tubing, tego cap was changed, and infusion was completed.